Manufacturer narrative:
Update: h3, h6 device evaluation: follow-up report submitted to document the device evaluation.

Event description:
No new information.

Event description:
Per the user facility, while doing a tha case the system showed the location of the reamer head was improperly oriented from what was expected. The procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.